Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was shocked just a little bit ago and was feeling like they were going to black out and had got real short of breath. It was also reported that the remote monitor was unable to send a transmission. No troubleshooting indicated. The patient management database confirmed that the remote monitor sent a successful transmission since the date of the call. The implantable cardioverter defibrillator (ICD) remains in use. The monitor remains in use. No further patient complications have been reported as a result of this event. It was further reported that the ICD delivered a shock that was possibly inappropriate for atrial fibrillation (af) with rapid ventricular response. It was also noted that the patient reported symptoms were not related to a product performance issue.